Event description:
A customer reported that the vitrectomy function did not work. System message was displayed upon selection of the vitrectomy function. After 2-3 system reboots, the vitrectomy function worked. The event was observed during the machine check performed by the customer. There was no patient involvement. No additional information is expected.

Manufacturer narrative:
A service visit was performed. A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).